Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to device is noisy, device has strange odor, breathing issue, headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jan 29, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of difficulty in breathing, headache. Also, complaint that device has strange odor, noisy and device goes through water fast. Device power cord or supply too hot to touch. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that black substance, consistent with sound abatement foam degradation was observed on the outside bottom of the blower box and was stuck to it. A black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Dust-like contamination at the air inlet, on the pca in th blower box and throughout the inside enclosure. Unknown oily substance on blower motor seal. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure, on the top of the pca, on the top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.